Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she currently had a blood glucose level of 42 mg/dl, which she treated with food. The customer stated that she was blind and needed assistance with calibrating her sensor. Customer received assistance with sensor usage and the sensor was not replaced or returned for analysis.